Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/21/2014 with the following findings: visual inspection revealed that the display screen was dim and discolored, even when the pump is set at the maximum contrast setting; the reported event was duplicated. Unrelated to the reported event, a scratch-like white spot was observed on the display lens, and it was obstructing the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging display (dim/fading/color spectrum) issue. Customer technical support made several attempts to contact the reporter to follow-up, however, the reporter did not respond. No further information is available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.